Manufacturer narrative:
A review of the complaint history, device history record, manufacturing instructions, quality control, and visual inspection / functional testing of the returned device was conducted during the investigation. One micropuncture transitionless access set was returned for investigation. Only the exterior cannula was returned from the set. The length of the device is 8.1cm. There are kinks noted at 1.2 cm, 2.3 cm. 3.9 cm, and 6.2 cm from the proximal end. The distal tip is damaged starting at 7.6 cm from the proximal end. Damage is .5 cm in length at distal tip. The lumen was not obstructed, which was tested with a .018 inch wire guide. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. It is possible that material separation/breakage occurred due to the kinks weakening the integrity of the tubing material. Also, it is possible that the kinks could be associated to the handling of the device during the procedure. However, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during a brachiocephalic fistulography using a micropuncture transitionless access set, the cannula broke when it was being removed from a fistula. The tip stretched and broke and had to be retrieved from patient using forceps. A very tiny fleck was retained in the patient. Prophylactic antibiotics were provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a fistulogram using a micropuncture transitionless access set, the cannula broke when it was being removed from a fistula. The tip stretched and broke and had to be retrieved from patient using forceps.